Event description:
Boston scientific received information that following implant/placement of this left ventricular(lv) lead, the patient arrested. External defibrillation was performed which successfully restored the patient to a normal rate; however, interfered with product sterility. As a result, the lead was explanted. The physician then elected to upgrade the implant from a cardiac resynchronization therapy pacemaker (crt-p), to a cardiac resynchronization therapy defibrillator (crt-d) and implanted all new leads. Following the second system implant, the patient again arrested; however, the physician was unable to restore a normal rhythm and the patient passed away. The elderly patient had been reported in ill health prior to the attempted implant and no return of product is expected.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.